Manufacturer narrative:
(B)(4). New information received indicates that this was not a reportable event, thus, the MDR submitted on 07/13/2017 was submitted in error.

Event description:
The customer alleges that during insertion, the medical staff noticed that the smartseal sheath valve was broken.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that during insertion, the medical staff noticed that the smartseal sheath valve was broken.